Manufacturer narrative:
The reported complaint of the tablet not showing values was confirmed on the returned sample. The device failed visual inspection with a swollen battery. The device was unable to be charged through an external source and the display was not shown. The probable cause of the battery not able to be charged and no display had occurred due to a dead battery.

Event description:
The original event occurred on an unspecified date and involved a cogent where it was reported the base isn't showing certain values, and tsh900411 for the screen which is not booting up with error. The device was returned for investigation and the complaint was confirmed of the tablet not showing values. The device failed visual inspection with a swollen battery. The device was unable to be charged through an external source and the display was not shown. The probable cause of the battery not able to be charged and no display had occurred due to a dead battery. There was not patient involvement and no patient harm reported.